Manufacturer narrative:
The cartridges have not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 450mg/dl with moderate ketones, abdominal pain, and extreme thirst associated with a recurring air bubble issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. Reportedly air bubbles had occurred with more than five cartridges. The reporter denied any physical damage to the cartridges and confirmed correct fill technique was being used. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a recurring air bubble issue.